Manufacturer narrative:
Product analysis the device was returned with the red safety tab out of the device, there was no stent returned with the device, the device was confirmed from the strain relief as 60mm, a kink was observed on the gold outer sheath at approx. 13.1cm from the strain relief, . The distal end of the device was examined, and it was noted the inner gold coloured sheath had been pulled out of the outer sheath. The distal end of the device and the marker band could be visualised at approx. 105mm from the strain relief. The gold inner sheath, which was pulled out of the outer sheath had the appearance of being cut, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Physician attempted to implant an everflex entrust self-expanding stent with a 45cm 6fr non-medtronic sheath and an 014 non-medtronic guidewire during treatment of a 50mm calcified plaque lesion in the patient¿s mid superficial femoral artery (sfa). Minimal vessel tortuosity and minimal vessel calcification were reported. Lesion exhibited 80% stenosis. Artery diameter reported as 6mm. There were no abnormalities reported in relation to anatomy. There was no damage noted to packaging (i.e. Shelf carton, hoop/tray). There were no issues noted when removing the device from the hoop/tray. The IFU (instruction for use) was followed during preparation, procedure, post-procedure without issue. Embolic protection was not used. The vessel was pre-dilated with a turbohawk plus atherectomy device. The vessel was post-dilated with a 6x60 nanocross balloon. The device was not passed through a previously deployed stent. No resistance was encountered when advancing the device. It was reported the tip of catheter with marker band detached within the sheath in vivo. The stent was fully deployed, no deformation noted to the deployed stent. Physician used a coronary balloon to drag out the detached tip. The delivery system was safely removed. There was no vessel damage. No patient injury reported.